Event description:
Had zimmer durum cup metal on metal full hip replacement on (B)(6) 2009. Have had nothing but pain and discomfort for nearly five years. Forced me into early retirement at age (B)(6) in (B)(6) 2013. Have been through physical therapy on three separate occasions (2009, 2011, 2013), undergone trigger point injections for pain in 2-13, numerous pain medications, with little relief. Sought a second medical opinion. Device has not loosened per doctors, but pain has been severe and ongoing beginning about six months after surgery ((B)(6) 2009). Doctors monitoring blood levels for metallosis. My limited activity (pain issues) reduces friction/metal release into blood stream. Have had several doctor appointments. Can no longer work because of pain and discomfort. Doesn't matter if walking, sitting, standing as all activities contribute to pain. Sitting causes a lot of discomfort. Sleeping can be difficult. After nearly five years doctors tell me I should have recovered under normal activity level. Concerned with long term exposure to metal ions. FDA should have required extensive product testing prior to product approval. My experience with this metal on metal device is very poor. My quality of life is poor, unable to work, and future health risks associated with metallosis unk. Revision surgery has not been recommended as doctors believe the device has not loosened. Risks with revision surgery with unpredictable outcome do not warrant revision surgery at this time. Left dealing with significant pain and discomfort. My financial situation and future put in jeopardy after nearly 33 years as an engineer. The images (MRI's) I have seen are not clear and are masked by the metal reflection caused by the device.